Event description:
Health care professional reports three incidents of a slit in the blood pump segment of the arterial tubing resulting in a blood leak noted during the pt treatment. One of the above incidents also was noted to have a slit in the arterial drip chamber. The treatments were stopped at the time the leak was noted and new disposables were used to continue the pt treatments, estimated blood loss of 200cc. The pts required no medical intervention; were fully recovered and returned home after dialysis treatments completed.